Event description:
The customer reported the air channel of the colonovideoscope was blocked. The issue was found during maintenance. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the light and optical cover glass was chipped, the light and optical cover adhesives were worn, the sealant of the outlet pipe condition was worn, the distal end adhesive was worn, the aspiration and air/water housing of the control body had a worn color ring, the play of the up/down knob was not to specification, the angle of the down, left and right angle was not to specification, the air/water channel was blocked, the water flow and water removal was not to specification, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use which state: "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function. Reprocessing manual_ precleaning the endoscope and accessories. -warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. -flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories -flush the air/water channel with detergent solution - remove detergent solution from all channels". Olympus will continue to monitor field performance for this device.